Event description:
Boston scientific crm received information that this system was implanted in a patient who developed an infection. While the cause was not specified, patient condition was suspected. The device system remains in service and the patient was treated with antibiotics.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.